Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). During a hysterectomy with a biclamp instrument, a patient's ureter was injured. No information involving settings, etc. Was provided. Also, no further information was available regarding the patient.

Manufacturer narrative:
The esu was evaluated. The testing included an electrical safety check, a check of its features, and a power output check. The unit was found to meet specifications. Therefore, no problem was found with the generator that would have caused or contributed to the event. No accessory was sent for inspection/testing. Nonetheless, it appears that the biclamp instrument was activated near the patient's ureter causing thermal damage to the duct. However, no conclusive determination could be made as to the cause of the incident. No trends have been identified with this situation. MFR is now closing this event.